Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped delivering insulin after the insulin gauge had 20-30 units of insulin remaining. In addition, it was reported the pump intermittently did not ¿accept a cartridge¿. There was no reported impact to the customer's blood glucose level. The contact declined troubleshooting with tandem technical support and declined to provide additional information.